Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn off and the lens optic torn. A piece of the lens optic and the other haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.